Manufacturer narrative:
Concomitant medical products: 439888 lead, implanted: (B)(6) 2017, 1103 vad, implanted: (B)(6) 2018. Additional products: heartware ventricular assist system: battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2019 / serial #: (B)(4), UDI #: (B)(4), concomitant medical products/therapy dates? No. Mfg date: 12-dec-2018. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2019 / serial #: (B)(4), UDI #: (B)(4), concomitant medical products/therapy dates? No. Mfg date: 12-dec-2018. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2019 / serial#:(B)(4), UDI #: (B)(4). Concomitant medical products/therapy dates? No. Mfg date: 12-dec-2018. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2019 / serial #: (B)(4) UDI #: (B)(4). Concomitant medical products/therapy dates? No. Mfg date: 12-dec-2018. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2019 / serial #: (B)(4),UDI #: (B)(4). Concomitant medical products/therapy dates? No. Mfg date: 12-dec-2018. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2019 / serial #: (B)(4), UDI #: (B)(4). Concomitant medical products/therapy dates? No. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and batteries exhibited power switching. It was also reported that the battery connector pins appeared dark and worn. The controller remains in use, and the batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. E1 phone number updated from (B)(6) to (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was not returned for evaluation. Six (6) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual inspection and functional testing. No damage was observed on the connector pins. As a result, the reported "worn" damage was not confirmed. A dark substance was found on the battery connector pins. As a result, the reported "battery connector pins appeared dark" event was confirmed. There is no evidence that the lubrication servicing was performed on the reported devices. Although no service records were found for the devices, historical results from previously tested samples revealed that the substance is consistent with the lubricant applied as a part of fsca cvg-18-q4-19. The log files revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file did not reveal any premature power switching events within the analyzed period. As a result, the reported power switching event was not confirmed. The most likely root cause of the reported "battery connector pins appeared dark" event can be attributed to the lubricant placed on power sources under fsca cvg-18- q4-19. Additional products: d1: battery; d4: serial#: (B)(6); d9: yes, return date: 12-oct-2020; h3: yes dev rtn to MFR? Yes; h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14; d1: battery; d4: serial#:(B)(6); d9: yes, return date: 12-oct-2020; h3: yes dev rtn to MFR? Yes; h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14; d1: battery; d4: serial#: (B)(6); d9: yes, return date: 12-oct-2020; h3: yes dev rtn to MFR? Yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14; d1: battery; d4: serial#: (B)(6); d9: yes, return date: 12-oct-2020; h3: yes dev rtn to MFR? Yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14; d1: battery; d4: serial #: (B)(6); d9: yes, return date: 12-oct-2020; h3: yes dev rtn to MFR? Yes; h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14; d1: battery; d4: serial#: (B)(6); d9: yes, return date: 12-oct-2020; h3: yes dev rtn to MFR? Yes; h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.